Event description:
It was reported that the locking ring was stuck in the inner groove of the cup. The surgeon used another size implant to complete surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.